Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience prime referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, heavily tortuous, 90% stenosed, proximal left anterior descending (lad) artery a 4.0 x 23 mm and a 3.0 x 23 mm xience prime stent delivery systems (sds) were attempted but during advancing met resistance and could not cross the target lesion. It was noted that resistance with each of the sds was met during removal from the anatomy. Additionally, a different device was used successfully in the procedure without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.